Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were less responsive. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had unexplained non delivery alarms and squirts insulin while priming however there was crack at the top casing of the insulin pump. It was also reported that the insulin pump had motor error and failed battery alert. The device will not be returned for analysis.